Manufacturer narrative:
(B)(4). Batch # unk. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. As a lot/batch was not provided, a device history could not be performed.

Event description:
It was reported that during a robotic prostatectomy procedure the outer staple line on the first and only firing of the procedure, with a blue reload, appeared to have deflected staples. The surgeon stated that the staples did not look right and seemed to have come out of the sides of the reload. No buttressing material was being used. The surgeon oversewed the staple line. No additional device was needed for the procedure. The sales rep stated that the device was being fired on the dorsal vein complex (dvc) and that it is possible that it was particularly tough tissue. There were no patient consequences reported.

Manufacturer narrative:
(B)(4). Batch number: p56d1p. Investigation summary: the analysis results found that the ats45 device was received with no apparent damaged and with a 6r45b cartridge loaded in the device. The reload was received fully fired. The device was tested for functionality with a test reload and it fired, cut without any difficulties, the staple line was complete, the cut line was complete and the staples were noted to have the proper b-formed shape. Event could not be confirmed as the device performed without any difficulties noted during the functional testing. There may have been other circumstances or issues that occurred during the use of the device that we were unable to duplicate during our laboratory analysis. The device history records were reviewed and the manufacturing criteria were met prior to the release of this batch/lot.